Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) non-vented high-volume inlets had dark spot on the tube and the white connector, as well as fiber on a white connector. This was observed while the devices were inside the product packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: seven (7) actual devices and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that there were small spots of particles observed in the sealed packaging. The actual samples were visually inspected, and it was noted that sample #1 had dark spot on tubing, sample #2 had dark spot or fiber on spike flange, sample #3 had dark spot or fiber on spike flange, sample #4 had dark spot or fiber on spike flange, sample #5 had dark spot on spike flange, sample #6 had tiny dark spot on white connector, and sample #7 had dark spot on white connector under cap. The reported condition was verified. The cause of the condition was unable to be determined; however, it was most likely due to supplier related to the manufacturing or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.